Event description:
The customer reported the ac power module connector pulled out and the wiring pops off. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the ac power module connector pulled out and the wiring pops off. There was no reported patient involvement. The ac power module was not available for evaluation. The ac power module was replaced and resolved the issue. We will consider this a malfunction of the ac power module where the connector pulled out and the wiring pops off.